Event description:
Decapolar catheter was removed from packaging and noted to have an incorrect curve upon visual inspection. The device was not used on the patient as another device had to be substituted. There was a minor delay to the case because of the noted defect.